Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Atrial fibrillation (af) is a common arrhythmia in patients undergoing cardiac surgery, including alve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. Although a well recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. It has been demonstrated that post-operative af tends to occur within 2 to 4 days after the procedure, with a peak incidence on postoperative day 2. 70% of patients develop this arrhythmia before the end of post-operative day 4 and 94% before the end of post-operative day 6. Thus, events of atrial fibrillation occurring beyond the first postoperative week are much more likely to be due to the patient's underlying pathophysiology, rather than the implantation procedure. The root cause of the atrial fibrillation could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that atrial fibrillation occurred on postoperative day four (4) after tricuspid annuloplasty with this 28mm tricuspid ring. This device was originally implanted to correct tricuspid regurgitation. Direct cardioversion was used, and the patient was back into sinus rhythm. However, vvi pacing was performed due to bradycardia. The patient status was reported as ¿under treatment¿ in the ICU.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.